Event description:
While using the scissors the resident surgeon was visualizing the blades of the scissors and was cauterizing with them when he noticed smoke from outside the field of vision. He stopped cauterizing and inspected the instrument and noticed a break or melted area in the insulation on the shaft of the instrument.